Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 40-high mg/dl a correction bolus was delivered to address bg the customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to stacking boluses.